Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s exemption #e2007003.

Event description:
It was reported that a (B)(6) year-old patient underwent a breast augmentation primary with a mentor memorygel breast implant 250cc and experienced intraoperative rupture on the left side. The device was replaced with a mentor memorygel breast implant 250cc, catalog number: 3544250, lot number: 7650294. No delays in surgery were reported.

Manufacturer narrative:
On 8/9/2019, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: during visual inspection, siltex cracking was observed at the anterior view of the shell. In addition, within siltex cracking a tear was noted, measuring approximately 2.8 cm. No other anomalies were discovered. Although no conclusion could be reached on what caused the reported event. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer reference number: (B)(4).